Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 279 while using the ilet and had recently changed infusion supplies; the specific device problem and component could not be determined due to insufficient information. Symptoms included hyperglycemia accompanied by distress and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the device problem and component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.